Event description:
During the eval of a returned spectrum infusion pump, downstream occlusion alarms were identified during review of rite testing data. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "downstream occlusion" alarms were confirmed through rite testing. The downstream sensor is a known contributor to the symptom which was replaced.